Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system won't boot up. Review of the system log file shows that the system is unable to communicate with the flexvision pc. Upon functional testing, fse found that there was no power to the hard disk drive (hdd) bay or fans. After sending logs to remote technical assistance center (rtac) for review, they recommended to replace the flexvision pc. After troubleshooting, fse replaced the flexvision pc and hard drive, software was loaded on flexvision pc. After replacement of the flexvision pc and hard drive, system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.

Event description:
It has been reported to philips that, system won't boot up. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.